Event description:
Radiology and respiratory staff were setting up an MRI room for a ventilator patient as scheduled. As reported per radiology, upon entering the room, the vent torqued and respiratory tech was unable to hold it back on his own. He was assisted by two other people in the room, moving it away from the bore of MRI unit direction. Upon inspection of o2 (oxygen) tank, it was found that the tank was painted gray like aluminum which would have been compatible with MRI unit. Per manufacturer upon notification, inspection of cylinders was carried out and considered this an isolated incident. However, they mention implantation of additional training for all staff members associated with filling, transporting, handling the delivery of medical gas cylinders. As for our hospital, recommendation was made to consider a supply of only aluminum tanks to avoid future incidents.